Manufacturer narrative:
A second supplemental report is being submitted on 4/28/2017 to document additional patient information.

Event description:
The surgeon was performing a revision tka. He was in the process of removing the implants and stated that he did not noticed a fracture of the posterior chamfer when removing the femur with an osteotome. Surgeon stated he did not believe the fracture was caused by the implants. Update as per sales manager 9/15/2015: the patient was being revised for pain and observed tibial radiolucency. Preoperative plan was to remove all devices and revise to competitor product. Intraoperatively, the surgeon began removing the cement mantle and while trying to remove the femoral component using osteotomes, it was noted that the posterior portion of the femoral component remained implanted. According to the sales rep, the surgeon did not believe that the femoral component broke during explantation but that is was already broken prior to the revision procedure.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection and material analysis were performed on the returned femoral component. The medial condyle of the femoral component has completely fractured at the intersection of the anterior chamfer and the distal face of the component. Longitudinal wear tracks are observed on both condyles of the bearing surface, consistent with in vivo use. Other damage on bearing surface was consistent with explantation damage. The femoral component broke due to fatigue. The material was consistent with a cocr alloy. No materials and manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: cementation issues around the baseplate have lead to tibial loosening with progressive overload most prominent in the postero-medial joint compartment. Absent bone contact of anterior flange of the triathlon femoral component due to excess size plus lack of bone support due to cementation issues also on the femoral side have contributed to progressive loss of bone support and progressive overload below the postero-medial flange of the triathlon femur causing fatigue accumulation and ultimately a fatigue fracture. -device history review: review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the device evaluation and material analysis, the femoral component broke due to fatigue. The material was consistent with a cocr alloy and no materials and manufacturing defects were observed on the surfaces examined. The remaining damage on the device is consistent with in vivo use and subsequent explantation. The medical review indicates that absent bone contact of anterior flange of the triathlon femoral component due to excess size plus lack of bone support due to cementation issues also on the femoral side have contributed to progressive loss of bone support and progressive overload below the postero-medial flange of the triathlon femur causing fatigue accumulation and ultimately a fatigue fracture. No further investigation for this event is possible at this time.

Event description:
The surgeon was performing a revision tka. He was in the process of removing the implants and stated that he did not noticed a fracture of the posterior chamfer when removing the femur with an osteotome. Surgeon stated he did not believe the fracture was caused by the implants. Update as per sales manager 9/15/2015: the patient was being revised for pain and observed tibial radiolucency. Preoperative plan was to remove all devices and revise to competitor product. Intraoperatively, the surgeon began removing the cement mantle and while trying to remove the femoral component using osteotomes, it was noted that the posterior portion of the femoral component remained implanted. According to the sales rep, the surgeon did not believe that the femoral component broke during explantation but that is was already broken prior to the revision procedure.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The surgeon was performing a revision tka. He was in the process of removing the implants and stated that he did not noticed a fracture of the posterior chamfer when removing the femur with an osteotome. Surgeon stated he did not believe the fracture was caused by the implants. Update as per sales manager 9/15/2015: the patient was being revised for pain and observed tibial radiolucency. Preoperative plan was to remove all devices and revise to competitor product. Intraoperatively, the surgeon began removing the cement mantle and while trying to remove the femoral component using osteotomes, it was noted that the posterior portion of the femoral component remained implanted. According to the sales rep, the surgeon did not believe that the femoral component broke during explantation but that is was already broken prior to the revision procedure.